Event description:
On (B)(6) 2012, the customer reported that an unknown fluid leaked on top of the sample tubes and on the sample racks of the dxc 600i instrument. The volume of the leak was approximately 0.5 cc. Customer stated that three patient samples were run and the results flagged with "probe obstruction" and "suppressed with oir lo" errors. One of the three patient samples also generated a high potassium (k) initial result of 7.5 mmol/l. The critical rerun yielded 4.3 mmol/l. The results were not reported outside of the lab. There was no impact to patient treatment. Field service engineer (fse) evaluated the instrument and replaced a black fitting under the blade wick assembly. This resolved the issue.